Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The results of the anticipated device evaluation will be provided upon completion of the event investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a tavi procedure, the valvuloplasty balloon allegedly could not be aspirated with a luer lock syringe. The balloon was exchanged for another to perform the procedure. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A microscopic inspection of the hub found the presence of air bubbles in the glue between the guidewire lumen and the hub. The bubbles appeared to be connected in a continuous channel. The device was aspirated per the instructions for use, and a stream of the bubbles was noted to be flowing into the system through the air bubbles along the hub. Therefore, the investigation is confirmed for the reported aspiration issue. Although all balloons are 100% tested at manufacturing for inflation, leaks, and visual anomalies at the hub using ultraviolet light, it is unknown how the returned device was able to aspirate air after inspection at manufacturing. Per the manufacturing review for the reported lot number, no changes in the manufacturing process were noted that would have contributed to the reported event. The definitive root cause for the reported aspiration issue could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during preparation for a tavi procedure, the valvuloplasty balloon allegedly could not be aspirated with a luer lock syringe. The balloon was exchanged for another to perform the procedure. There was no patient contact.